Event description:
During an initial implant procedure, it was noted there was no capture and low r wave sensing on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and r-wave amp variation were confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damaged inner insulation at the middle region. The cause of the reported event was due to damaged inner insulation consistent with procedural damage.